Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and inability to download. No cosmetic damage on case noted.

Event description:
The customer reported via phone call that the insulin pump alarmed several power error. The customer's blood glucose was 110 mg/dl at the time of incident. The customer reported that the insulin pump was able to rewind. The customer reported that the time was wrong on the insulin pump. The insulin pump was returned for analysis.